Manufacturer narrative:
The device was not returned to edwards for analysis. Attempts made for device return were unsuccessful. Without the return of the device or additional information, we are unable to determine the root cause of this event. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution and no issues were identified. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately three (3) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm pericardial aortic valve. No further information was provided.